Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced an arrhythmia, a pulmonary event and subsequently expired. It was further alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.